Manufacturer narrative:
A ge representative did not evaluate the system. The system was evaluated by the customer's biomed technician and no issues were found, so the customer cancelled the service call.

Event description:
The customer reported the display will flash when taking an image. If an image is produced, it is very fuzzy. No pt injury was reported.